Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The defib conductor appeared distorted. Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The inner tubing was kinked/buckled and the lead appeared to have been damaged at implant.

Event description:
It was reported that during the implant attempt, the lead was damaged. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.